Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event where bent cannula was observed after insertion in the abdomen resulting in high blood glucose which was corrected via pump the set had been in use for six hours on (B)(6) 2026.